Event description:
It was reported that bleeding occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance. Intubation and placement of the tee probe were reported to be uncomplicated. A 27mm watchman flx pro closure device was implanted in the laa without incident. Following completion of the procedure, during emergence from anesthesia, the patient developed hemoptysis with coughing of blood. Imaging demonstrated no pericardial effusion and a bronchoscopy was performed. The bleeding was suspected to originate from the left lung, although a definitive source could not be localized. The implanting physician did not believe the event to be watchman device related. The patient was monitored overnight and extubated the following day yet remains hospitalized.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that bleeding occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance. Intubation and placement of the tee probe were reported to be uncomplicated. A 27mm watchman flx pro closure device was implanted in the laa without incident. Following completion of the procedure, during emergence from anesthesia, the patient developed hemoptysis with coughing of blood. Imaging demonstrated no pericardial effusion and a bronchoscopy was performed. The bleeding was suspected to originate from the left lung, although a definitive source could not be localized. The implanting physician did not believe the event to be watchman device related. The patient was monitored overnight and extubated the following day yet remains hospitalized. It was further reported that the patient was discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037667008. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hemoptysis and bleeding (minor hemorrhage) (imaging required, unexpected diagnostic intervention, hospitalization). Risk review: a risk review was completed and confirmed that the events of hemoptysis and bleeding (minor hemorrhage) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that bleeding occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance. Intubation and placement of the tee probe were reported to be uncomplicated. A 27mm watchman flx pro closure device was implanted in the laa without incident. Following completion of the procedure, during emergence from anesthesia, the patient developed hemoptysis with coughing of blood. Imaging demonstrated no pericardial effusion and a bronchoscopy was performed. The bleeding was suspected to originate from the left lung, although a definitive source could not be localized. The implanting physician did not believe the event to be watchman device related. The patient was monitored overnight and extubated the following day yet remains hospitalized. It was further reported that the patient was discharged.